Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03442. The patient had 2 model 3146 leads with the same lot number. The implant date is unknown for the 2 model 3146 leads. It was reported the patient's leads had migrated. The patient underwent surgical intervention where her entire system was removed. The patient plans to be implanted with a new scs system in the future.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03442. Follow up information identified the patient was implanted with a new scs system on (B)(6) 2016.